Manufacturer narrative:
As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to the ivc filter is tilted anteriorly at the superior end and does not contact the ivc wall. The ivc filter is tilted anteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted laterally at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 8mm. One (1) anterior and one lateral strut contacts the small bowel. There is an inferior and medial minimally displayed fractured strut. Per the patient profile from (ppf), the patient reports fracture, perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt, device unable to be retrieved. No filter retrieval attempt has been documented. The patient reports anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from ivc filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages including, but not limited to the ivc filter is tilted anteriorly at the superior end and does not contact the ivc wall. The ivc filter is tilted anteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted laterally at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 8mm. One (1) anterior and one (1) lateral strut contacts the small bowel. There is an inferior and medial minimally displayed fractured strut. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, perforation and fracture could not be confirmed, and the exact causes could not be determined. The timing and mechanism of the tilt has not been reported at this time. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Information is pending and will be submitted in a follow up report when received.

Event description:
As reported by the legal department, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: the ivc filter is tilted anteriorly at the superior end and does not contact the ivc wall. The ivc filter is tilted anteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted laterally at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 8mm. One (1) anterior and one (1) lateral strut contacts the small bowel. There is an inferior and medial minimally displayed fractured strut. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events approximately fourteen years and one month post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt, device unable to be retrieved. The patient reports anxiety related to the possibility of the filter and fractured struts could lead to other injury or death. The following additional information received per the medical records state that the patient has a history of coronary artery disease, dvt in the right lower extremity, panic attacks, anxiety and depression. A CT scan of the patient¿s abdomen was taken eight years and nine months post implant. It was noted that the superior end of the cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted laterally at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 8mm. One (1) anterior and one lateral strut contacts the small bowel. There is an inferior and medial minimally displayed fractured strut. No hemorrhage or thrombus was seen. Additional information is pending and will be submitted when received.